Event description:
According to the report: when taking black outer sleeve off the endo paddle, the blue material covering the paddle separated from the instrument. Removed and opened a new device to complete the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4)